Event description:
Inbound call from patient's mom to refill prescription. She reported that the last refill included some defective device with the pen needles, no further information. No adverse effects or missed doses reported. No further information can be provided on the defective needles. Unknown if they were bent or not. Reported by (B)(6) by patient/caregiver.